Manufacturer narrative:
(B)(4). Product with multiple lot numbers were used in procedure including: product ID : 9569311, lot no.: fa13g031; product ID: 9569311, lot no. : fa14k008. It is unknown which product contributed to the reported event. Device evaluation anticipated but not yet begun.

Event description:
It was reported that patient underwent olif at levels l2-l3 and l4-l5 with posterior fixation at levels l2-l5 on (B)(6) 2015. During surgery, bleeding was observed when surgeon removed the pin from l4-l5 after placing a cage. The surgeon commented he might have damaged segmental artery when he placed the pin. The surgeon regards bleeding at the time of removing blade pin was his technical error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.